Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gyn procedure. Detailed description of event: when opening, it was noticed that there is a hair/thread on the trocar in the packaging. Product can be collected. This morning we gave a trocar 12mm ref cff73 to the gynaecologist. Unfortunately, this revealed the following sight. We gave a second trocar of the same batch and everything was fine. Type of intervention: used a new trocar. Patient status: na - before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The hair was not observed on the returned unit during the visual inspection; however, visual inspection of the photograph provided by the customer confirmed the presence of hair on the device. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Based on photograph of the event unit, it is most likely that the hair originated from an operator during the manufacturing process.

Event description:
Name of procedure being performed: gyn procedure. Detailed description of event: when opening, it was noticed that there is a hair/thread on the trocar in the packaging (see attached photo). Product can be collected. This morning we gave a trocar 12mm ref cff73 to the gynaecologist. Unfortunately, this revealed the following sight. We gave a second trocar of the same batch and everything was fine. Type of intervention: used a new trocar. Patient status: na - before use.